Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard flat mesh (device 1) used to treat the patient. Medical records were not provided. Hernia recurrence is a known risk of hernia repair surgery and is listed in the instructions-for-use as a possible complication. Regarding migration, the instructions-for-use states "care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used." The patient's attorney reported that the "bard hernia mesh" "had to be surgically removed" it is unclear whether this refers to the bard flat mesh (device 1) or the ventralight st (device 2) or both devices, therefore, this emdr will not reflect an explant date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard flat mesh (device 1). This emdr represents the bard flat mesh (device 1); an additional emdr will be submitted to represent the bard/davol ventralight st (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 - the patient underwent a ventral hernia repair. As reported, "marlex mesh" bard flat mesh (device 1) was implanted. On (B)(6) 2016 the patient underwent a recurrent hernia repair. As reported, upon entering the abdomen, the doctor noted "there was a tedious dissection through hard near concrete-type fibrotic tissue that had invaginated into what appeared to be polypropylene mesh." It is alleged that during the procedure, the doctor implanted a ventralight st(device 2). As reported, the patient developed a mesh infection after implantation of the ventralight st (device 2) and continues to suffer pain and non-healing wound where the ventralight st (device 2) was implanted. It is alleged by the attorney that "the bard hernia mesh" (devices 1 & 2) were defectively manufactured when implanted in the patient's body, failed to reasonably perform as intended and, "it had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him." As reported by the patient's attorney, "the bard hernia mesh caused an intense systemic inflammatory and chronic foreign body response, resulting in an adverse tissue reaction including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing." "The patient has sustained and will continue to sustain severe physical injuries, severe and permanent pain, suffering, disability and impairment."

Manufacturer narrative:
This additional submission corrects the initial emdr submitted specifically. There is no connection that can be made at this time between the reported post-operative complications and the bard flat mesh (device 1) used to treat the patient. Medical records were not provided. Attorney alleges that the patient was treated for recurren hernia however, hernia recurrence is a known risk of hernia repair surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney reported that the "bard hernia mesh" "had to be surgically removed" it is unclear whether this refers to the bard flat mesh (device 1) or the ventralight st (device2) or both devices, therefore, this emdr will not reflect an explant date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard flat mesh (device 1). This emdr represents the bard flat mesh (device 1); an additional emdr will be submitted to represent the bard/davol ventralight st (device 2).

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard flat mesh (device 1) used to treat the patient. Medical records were not provided. Hernia recurrence is a known risk of hernia repair surgery and is listed in the instructions-for-use as a possible complication. Regarding migration, the instructions-for-use states "care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used." The patient's attorney reported that the "bard hernia mesh" "had to be surgically removed" it is unclear whether this refers to the bard flat mesh (device 1) or the ventralight st (device2) or both devices, therefore, this emdr will not reflect an explant date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard flat mesh (device 1). Addendum #1: this additional submission corrects the initial emdr submitted specifically, h.10 - additional manufacturer narrative. Following below is the corrected narrative. There is no connection that can be made at this time between the reported post-operative complications and the bard flat mesh (device 1) used to treat the patient. Medical records were not provided. Attorney alleges that the patient was treated for recurrent hernia however, hernia recurrence is a known risk of hernia repair surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney reported that the "bard hernia mesh" "had to be surgically removed" it is unclear whether this refers to the bard flat mesh (device 1) or the ventralight st (device2) or both devices, therefore, this emdr will not reflect an explant date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard flat mesh (device 1). Addendum #2: h11: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of bard flat mesh, patient was diagnosed with infections, adhesions, seroma, inflammation, fibrosis and hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infections, adhesions, seroma and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #2) and an emdr was submitted to represent the bard/davol ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 - the patient underwent a ventral hernia repair. As reported, "marlex mesh" bard flat mesh (device 1) was implanted. (B)(6) 2016 the patient underwent a recurrent hernia repair. As reported, upon entering the abdomen, the doctor noted "there was a tedious dissection through hard near concrete-type fibrotic tissue that had invaginated into what appeared to be polypropylene mesh." It is alleged that during the procedure, the doctor implanted a ventralight st(device 2). As reported, the patient developed a mesh infection after implantation of the ventralight st (device 2) and continues to suffer pain and non-healing wound where the ventralight st (device 2) was implanted. It is alleged by the attorney that "the bard hernia mesh" (devices 1 & 2) were defectively manufactured when implanted in the patient's body, failed to reasonably perform as intended and, "it had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him." As reported by the patient's attorney, "the bard hernia mesh caused an intense systemic inflammatory and chronic foreign body response, resulting in an adverse tissue reaction including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing." "The patient has sustained and will continue to sustain severe physical injuries, severe and permanent pain, suffering, disability and impairment." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with multiple ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿multiple hernia sacs were connected into one large hernia. Partial omentectomy was performed. The hernia sacs were resected and the edges freshened back and anchored with sutures. Adhesiolysis had been performed. A bard flat mesh (device #1) was sewn to anterior abdominal wall as a buttress using interrupted sutures.¿ 12-jun-2012 - patient was diagnosed with infected seroma thereby underwent incision and drainage of abdominal wall and vac placement. (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿fibrotic tissue had invaginated into flat mesh(device #1). There was bowel within two hernia sacs present along the midline. The hernia sacs were excised. The second hernia sac in the epigastrium was excised, ventralight st mesh(device #2) was placed, extended above and below both hernias and sutured.¿ (B)(6) 2016 - patient was diagnosed with infected seroma thereby underwent incision and drainage of abdominal wall. On (B)(6) 2016 - patient underwent partial removal of redundant hernia mesh (device #2) from wound. (Note, no operative notes were provided in medical records). (B)(6) 2017 - patient was diagnosed with reducible ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, "there was multiple adhesions and multiple small hernias of the midline abdominal and right lateral mid abdominal wall were taken down. The bowel was more densely adhered, were able to take down all the bowel. A piece of ventralight st mesh(device #3) was used for repair and secured with suture." (Note, there was no mention/ visualization of ventralight st mesh (device #2) and flat mesh (device #1) in operative notes). (B)(6) 2018 - patient was diagnosed with multiple recurrent incarcerated incisional hernia thereby underwent open repair of implant of bard soft mesh (device #4) and removal of bard flat mesh (device #1) and ventralight st mesh (device #3). Per operative notes, ¿dense adhesion and omentum to the anterior abdominal wall were taken down. The intraabdominal mesh(device #1) was removed. The myofascial advancement flap was performed on both side. A soft mesh(device #4) was placed to reinforce abdominal wall with sutures. Lot of scar tissue associated with prior onlay mesh and wound infections. The mesh (device #3) was removed from the subcutaneous space.¿ (note: there was no mention/visualization of ventralight st mesh (device #2) in operative notes) attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, infection, pain & suffering, seroma, hernia recurrence, bowel obstruction, loss of domain and emotional injuries.